Event description:
Physician was attempting to do cryoablation of prostate with the cook suprapubic catheter. The catheter had a dull tip that did not allow penetration through the tissues well, and in the course of trying to pass it, the silicone portion of the catheter became disconnected from the plastic connecting portion, which would not allow the catheter to be used to connect for drainage after placement.